Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a watchman left atrial appendage closure procedure. A perforation and an aortic hematoma occurred, and the procedure was cancelled. During the procedure, the physician mentioned that they were experiencing difficulties visualizing the versacross connect system due to the leads that were present in the right atrium. Since it was not possible to achieve their desired location with the versacross connect system, these devices where swapped it out for the versacross access kit. Thus, with it, it was possible to visualize tenting at a mid/slightly anterior point. Radio frequency (rf) was then applied, and it did not appear that it crossed, so rf was applied a second time, and yet still unsuccessful crossing. Once preparing for the third attempt, while checking back to the short axis to make sure it was still a good spot, it was discovered that the patient developed an aortic hematoma. No change in effusion size was noted to the initially noted trace effusion prior to procedure. Patient was stable during the entire time. No interventions were required. The patient was sent for a computed tomography (CT) and nothing more was found. Patient was discharge from the hospital (date unknown). The devices are not expected to be returned for analysis. There were multiple attempts were required to track up and down towards the septum. It was also confirmed that a perforation occurred but unsure of the exact location. No other issue was reported.